Event description:
During a video assisted thoracic surgical procedure the instrument was fired twice without difficulty. The third time fired the instrument stapled but did not cut. The case was completed with another co's instrument. No buttressing material was used. There was no consequence to the pt.